Manufacturer narrative:
Summary of event: as reported, during a tibial ¿angio¿ procedure, a cxi support catheter broke in half upon removal of the device. Contralateral access was obtained in the left common femoral artery, and the catheter was advanced through a 6-french, 70- or 90-centimeter cook sheath over another manufacturer¿s wire guide. The cxi was telescoped into another manufacturer¿s 5-french catheter during the procedure. Minimal resistance was encountered during advancement of the catheter, until the user attempted to pass the catheter through an occlusion. A power injector was not used. As the catheter was removed from the patient, it separated in half. Because enough of the catheter was outside of the patient, the physician was able to safely remove the separated portion. A new catheter was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook. A search of potential lots shipped to the customer identified lots 162002827 and 16229086. The device history record for each lot was reviewed. Six non-conformances were noted on nine devices from sub-assembly lots; however, all non-conforming product was scrapped prior to release from cook. A review of complaint history found no additional complaints for either potential lot number. The product IFU states ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although six relevant non-conformances were noted on sub-assembly lots, all non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a tibial ¿angio¿ procedure, a cxi support catheter broke in half upon removal of the device. Contralateral access was obtained in the left common femoral artery, and the catheter was advanced through a 6-french, 70 or 90 centimeter cook sheath over another manufacturer¿s wire guide. The cxi was telescoped into another manufacturer¿s 5-french catheter during the procedure. Minimal resistance was encountered during advancement of the catheter, until the user attempted to pass the catheter through an occlusion. A power injector was not used. As the catheter was removed from the patient, it separated in half. Because enough of the catheter was outside of the patient, the physician was able to safely remove the separated portion. A new catheter was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
E3: occupation = or manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.